Manufacturer narrative:
The customer reported that this central nurse's station (cns) is not alarming for "tachy" alarms when both the ECG and spo2 are plugged in and monitoring a patient. According to the customer, they use the ECG and spo2 independently, they both work. Technical support (ts) confirmed that when only the ECG leads are plugged in, they successfully alarmed as well as if just the pulse ox is plugged in, it successfully alarmed. However, when both the ECG leads and pulse ox are plugged in, there's no audible alarm. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 09/23/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: 09/25/2025 I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information. Attempt # 3: 09/29/2025 I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information.

Event description:
The customer reported that this central nurse's station (cns) is not alarming for "tachy" alarms when both the ECG and spo2 are plugged in and monitoring a patient. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that this central nurse's station (cns) is not alarming for "tachy" alarms when both the ECG and spo2 are plugged in and monitoring a patient. According to the customer, they use the ECG and spo2 independently, they both work. Technical support (ts) confirmed that when only the ECG leads are plugged in, they successfully alarmed as well as if just the pulse ox is plugged in, it successfully alarmed. However, when both the ECG leads and pulse ox are plugged in, there's no audible alarm. There was no patient injury reported. Investigation summary: the device was not returned for evaluation; therefore a root cause could not be determined. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 09/23/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: 09/25/2025 I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information. Attempt # 3: 09/29/2025 I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow up, what type?. H11 additional manufacturer narrative.

Event description:
The customer reported that this central nurse's station (cns) is not alarming for "tachy" alarms when both the ECG and spo2 are plugged in and monitoring a patient. There was no patient injury reported.